Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system required refill report and medication line item was missing. A technical support specialist (tss) accessed the application server and ran a query in sql server management studio (ssms), which confirmed one rsikit was still present in the system. Inventory review showed two pockets with one kit each. The critical low threshold was set to 25%, and since only one kit was removed, the alert did not trigger. The tss recommended adjusting the threshold to 50% to ensure proper alerting to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a pyxis refill report, missing medication line item. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.